Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that, "on the evening of (B)(6) 2024, while hanging medication for room (B)(6), I discovered that the fluid was pulling from the "primary" flush bag and that no fluid was pulling from the "secondary" medication bag. I had to clamp the roller clamp to the flush bag in order to see fluid being pulled from the secondary medication bag. I had also noticed that the amount of fluid in the flush bag had been increasing after each infusion was complete. I also discovered no flush was being done after the infusion and had to manually flush the patient after antibiotics had been finished. I was questioning the set-up but was unsure so requested assistance from 2 other rn's who both saw there was more than 250 in the flush bag. Upon closer inspection it was noted that the antibiotics had been hung on the primary IV line and the flush bag had been hung on the secondary line. The secondary bag (bag of ns) had been hung on the extension hanger however it was not hooked to the correct line. I also noticed that the tubing had been overdue to be changed per policy. As a result of this it is unknown how many doses were not given or were incomplete because the medication potentially had flowed backwards into the flush bag and not to the patient. It is also unknown how much of the medication had been mixed into the flush bag and then allowed to sit dormant and re-flushed into the patient at the next infusion. The IV pump had not been programmed to have a secondary line and so no flush was being administered by the pump at any point. So, the patient may have had an entire dose of medication dumped into the "flush bag" and then received a mixture of medication and ns for potentially several days. Re-enforcement of pump set up and education would be beneficial." There was patient involvement, but the outcome is unknown.